Manufacturer narrative:
The insulin pump passed displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the tubing fill and was unable to clear the alarm. The customer also indicated that the set was changed six times. Customer's blood glucose was 180 mg/dl at the time of incident. No further information was provided.